Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported miss fire was not confirmed. The reported difficult to insert and difficult to remove could not be replicated in a testing environment as they were based on operational circumstances. The investigation determined the reported difficult to insert and difficult to remove and treatment appear to be related to circumstances of the procedure. A conclusive cause of the reported miss fire could not be determined. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device, using a pre-close technique, prior to an interventional aortic endograph repair procedure. Reportedly, the proglide device was difficult to insert due to significant tortuosity of the artery. The proglide device "miss fired". The foot was closed. The proglide device was difficult to remove as it was caught in the vessel due to the tortuosity. Additional force was used to remove the proglide device. Vessel damage occurred. Manual arterial compression was applied to achieve hemostasis and treat the vessel damage. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.